Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on both the right atrial (ra) and right ventricular (rv) leads. It was noted the patient felt shortness of breath, and had fell recently. The noise was only recreated on the ra lead. Boston scientific technical services (ts) discussed programming options. The physician planned to measure the noise, and reprogram the sensing parameters. At this time, the pacemaker system remains in service. No adverse patient effects were reported.